Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, it was confirmed that the power could not be turned on because of the defective fuse box and power unit. Omsc presumed that the fuse box and power unit deteriorated due to aging because it has been more than 14 years since the subject device was installed.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to power unit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an acceptance inspection, power wasn't working. There was no report of patient injury associated with the event. The event date was unknown. This device is an olympus asset.